Manufacturer narrative:
Device passed the displacement test and self test. No unexpected e13 or a13 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout alarm. Customer's blood glucose level was 104 mg/dl. Caller stated that insulin pump had been resetting on its own for a few times and after insulin pump restarted, the alarm occurred. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.